Event description:
During scheduled follow-up of the ICD device involved in this MDR report, the physician observed the warning related to a shock overload. During the re-intervention, the lead characteristics were satisfactory; therefore, the ICD device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.